Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a no delivery alarm and performed multiple set changes. Blood glucose level at the time of the incident was over 600 mg/dl. Blood glucose level at the time of the call was 555 mg/dl. Customer stated that the high blood glucose levels began several days prior to the call. The customer was sent a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.